Event description:
After stent was placed, guide wire was removed. After the guide wire was removed, it was noted that a piece of the wire had broken off. Removal of the broken piece from pt was successful. Removal was surgically performed on 7/17/95. Pt was readmitted for the removal procedure.